Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received a questionable high ise indirect gen.2 sodium result from the cobas 8000 core unit. The initial result was 159 mmol/l and the repeat result was 149 mmol/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot number and expiration date were requested but were not provided. The customer found the screw on the sipper nozzle was loose and tightened it. An ise check and qc results confirmed the issue was resolved. The investigation did not identify a product problem. The cause of the event could not be determined.